Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user reported multiple "occlusion alerts" while using an inset 23" teflon infusion set. The infusion site had last been changed the prior night, and about six alerts were received since then. After placing a new site, the previous site was removed and found to have a straight cannula. Blood glucose (bg) was not affected. A replacement order was initiated. No symptoms during the event, outside assistance, or medical intervention were reported at the time of call.